Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. Email requests to obtain add'l pt/event info were sent to the complainant on (B)(4) 2014. To date no add'l updated info has been provided. Should add'l info or return sample become available, a supplemental f/u report will be submitted.

Event description:
The balloon would not deflate.